Event description:
The catheter was inserted and the nurse was holding the winged inserter between her thumb and forefinger. As the nurse removed the needle/stylet assembly, the needle punctured the tubing, resulting in a needlestick injury. Bloodborne pathogen testing was completed on both the nurse and the patient.

Manufacturer narrative:
The actual unit involved was discarded by the facility and will not be returned for evaluation. A prepaid mailing label and shipping container have been sent to the customer for the return of representative units from reported lot number 7025559. Upon receipt of the samples and completion of the investigation, a supplemental report will be submitted.